Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had non-responsive buttons, up and down button require presses, had scratch on screen making it difficult to read. The customer's blood glucose value was unknown. The customer was reported that insulin pump had random no delivery alarms, battery cap was difficult to open and lock because worn groove, difficulty with reservoir screwing in, dimmed back light, decreased battery life. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify back light anomaly due to buttons not responding. Device received with cracked battery tube threads. Minor scratched lcd window and stripped battery cap coin slot, the p-cap locks into the reservoir compartment properly noted.